Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed 'realign patient' message was not confirmed during the archive review and during functional testing. No device malfunction was observed during the evaluation and the platform performed as intended. Visual inspection was performed and noted no physical damages upon receipt. Unrelated to the reported complaint, the platform was examined and found an encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate needs deburring to address the encoder drive shaft issue. The autopulse passed the initial functional test without any fault or error. Based on the archive data review the platform did not perform any compressions during the patient use. Further review show multiple user advisory (ua) 41 (patient temperature sensor failure) error messages around the reported event date, unrelated to the reported complaint. As a precautionary measure, the temperature sensor was replaced. The platform was tested with the large resuscitation test fixture (lrtf) equivalent to 250 lbs with good known test batteries until discharged without any fault or error. Upon customer approval, the device will be further tested to full specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform displayed 'realign patient' message multiple times during the patient use, however, per user report, the patient was properly aligned on the platform. Autopulse platform was discontinued and manual CPR was performed for an unknown period of time until do-not-resuscitate (dnr) order was presented. The manual CPR was discontinued and the patient was pronounced deceased. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During the patient use, the autopulse platform displayed 'realign patient' message multiple times. Per the reporter, the patient was properly aligned on the platform. The use of the autopulse platform was discontinued and manual CPR was performed for an unknown period of time, however, the do-not-resuscitate (dnr) order was presented to the crew members. The manual CPR was discontinued and the patient was pronounced deceased.